Manufacturer narrative:
The ge service rep conducted an onsite investigation. The system was adjusted into alignment. The system was tested and operates as intended.

Event description:
The customer reported that the system was not aligned. No pt injury was reported.